Event description:
Fiberoptic intraaortic balloon pump iabp cs300 placed on earlier this fall. The following day, the fiberoptic portion of the iabp failed and was converted over to standard conventional iabp.